Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit returned. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. The device was scrapped. There was no physical electrical damage.